Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip was inserted and deployed on the tricuspid valve. A second clip was advanced into the anatomy to be placed next to the first clip. The second clip became entangled with the first clip causing the first clip to dislodge from the leaflets and became stuck on the shaft of the second clip. Both clips were retracted into the iliac vein. The first clip was lodged in the bifurcation of the iliac vein and the second clip was removed. Despite neither clip being on the valve, the tr was able to be reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (cause damage) appears to be a cause cascading effect of the reported difficult to remove (clip became entangled with the first clip) however, a cause for the reported clip entangled with clip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (cause damage) appears to be a cause cascading effect of the reported difficult to remove (clip became entangled with the first clip) however, a cause for the reported clip entangled with clip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.